Event description:
High impedance was identified on a patient's device during a periodic review of programming history data. No patient information is known. High impedance appeared to be resolved however since data was only seen from one date it is currently unknown whether this impedance was truly resolved. No additional relevant information has been received to date.